Manufacturer narrative:
The pipeline flex embolization device and phenom 27 catheter were returned for analysis. The pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis and the reason was not provided. No damages were found with re-sheathing pad or with the proximal bumper. The hypotube was found to be stretched. The distal and proximal ends of the pipeline flex were found fully opened and moderately frayed. The pushwire was found to be bent at ~34.5cm and ~114.0cm from proximal end. The total and usable lengths of phenom catheter were measured to be within specifications. The phenom 27 catheter tip and marker were examined; and was found to be flattened. The phenom 27 catheter body appeared to be kinked at ~49.4cm and ~114.2cm from the hub. In addition, the catheter body was found to be flattened from ~1.8cm to ~4.0cm from distal end. No flash or voids molded were observed in the hub. No damage was found with hub. No other anomalies were observed. For further examination, an in-ho use 0.0265¿ mandrel was inserted through the hub of the catheter without issue; however, resistance was observed at the damaged locations. The pipeline flex braid was removed from catheter lumen. Based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance during delivery. The pipeline flex pushwire and the phenom catheter were found to be damaged. From the damages seen on the catheter body (flattening and kinking), pipeline flex braid (fraying), pushwire (bending) and hypotube (stretching); it is likely high force used during the delivery. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result, the wire failed via torsional overload. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. There was no non-conformance to specifications identified that led to the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline stent that was stuck in the microcatheter. The patient was being treated for an unerupted saccular aneurysm in the right internal carotid artery. The max diameter was 25 mm and the neck diameter was 6 mm. The distal landing zone was 4 mm and the proximal landing zone was 4.2 mm. Vessel tortuosity was normal. Dual antiplatelet treatment was administered. Pru level was normal. It was indicated that the devices were prepared as according to the instructions for use (IFU). The catheter was flushed as per IFU. Opened the package for hydration. During the process of deploying the stent, the stent could not be deployed from the micro-catheter normally. Many attempts were unsuccessful. After trying to retrieve the stent, it was found that the stent was stuck in the micro-catheter and could not be moved. No symptoms were reported. Additional information was received indicating there was resistance at the distal end of the catheter. The pipeline pushwire was kinked. The catheter used was a phenom 27.